Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced occlusion or the possible site or set occlusion, due to no delivery or occlusion alarm. As well as, damage (physical or cosmetic) to the insulin pump, scratches on the lcd screen, loss of communication between the insulin pump and transmitter, loss of sensor alarm, sensor updating/sg not available alert, sensor loss connection at times and updates. The customer reported, no adverse events. The event involved products mmt-332a, mmt-397a, mmt-1884l, mmt-7040a and mmt-7841zn. Troubleshooting was not performed. The customer reported, a past insulin flow-blocked alarm. The customer reported, that the pump was dropped, bumped and/or had possible physical or cosmetic damage. The customer reported, a loss of communication between the transmitter and the pump. The customer reports, receiving a sensor alert. No harm requiring medical intervention was reported. No product return is required for mmt-332a, no product return is required for mmt-397a, no product return is required for mmt-1884l, no product return is required for mmt-7040a, no product return is required for mmt-7841zn.